Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, a cause for the reported patient effect of mitral regurgitation (mr) could not be determined. Mr is listed in the instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report recurrent mitral regurgitation. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. On (B)(6) 2022, one clip was implanted, reducing mr to 1. The next day on (B)(6) 2022, transthoracic echocardiography showed mr increased between 1+-2+. The clip is stable. Additional treatment was not performed and the patient will be discharged as planned. No additional information was provided.